Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation in 2009 that a jagtome from this rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography procedure performed in late 2008 (female patient; weight unknown). According to the complainant, during the preparation, they took the sphincterotome out of the package and the cut wire was all twisted and deformed. The procedure was completed with another rx cholangiogram kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device revealed that the working length and distal tip was bent. Analyzing the distal tip with the cutting wire, the exposed cutting wire was found to be misaligned and bent. The bend and misalignment observed are likely attributable to handling damage. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.